Event description:
It was reported that the maintenance unit had a damaged plug during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue and replaced damaged power socket. A root cause could not be identified. Based on the results of the investigation, most probable cause of the malfunction is that they replaced the damaged power socket. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.